Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Three (3) unused and one (B)(4) used device were returned for investigation. Under visual inspection it was noticed that the used tracheostomy tube had a broken flange as described by the customer. The three (B)(4) unused tracheostomy tubes were found to be without any defect even when the flange was several times bent and pulled. Due to fact that the product was in use for three (3) weeks it is highly improbable that the failure happened during manufacturing. Any similar customer complaint where the customer described such broken flange was not identified therefore this incident was considered an isolated incident with unknown root cause. A device history record (DHR) review showed there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. No action taken.

Event description:
It was reported that the flange was broken. The tube had been used by the patient for three (3) weeks when it broke. No adverse patient effects were reported by the customer. There are three reported events under (B)(6) and all involve the same patient. Only one patient is involved in these three events.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.